Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that in the past that no insulin was exiting the infusion set tubing during fill tubing. The customer would load a new cartridge and infusion set tubing and still would not see insulin. The customer experienced trace ketones and an elevated blood glucose (bg) level of 250 to 300 mg/dl, and was addressed by administering manual injections. The customer reverted to manual injections as alternate insulin therapy.